Manufacturer narrative:
The lead was successfully repositioned and remains actively implanted. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting undersensing and no capture despite maximum device outputs. Additionally, r-wave measurements have decreased from 10mv to 3mv since implant. A revision procedure was performed and lead dislodgement was revealed.